Event description:
The bard power PICC (peripherally inserted central catheter) was placed into patient without difficulties. Dressing applied and PICC was flushed. With patient still on table, dressing was noticed to be filling with diluted bloody drainage. Dressing was removed and PICC found to be leaking at the "y" hub. Immediately PICC exchanged without difficulty. Zero harm and patient transported to her room.